Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019. The patient underwent a left knee revision due to arthrofibrosis, decreased range of motion, flexion contracture, and scarring. The surgeon noted pre-revision x-rays showed there had been a very minimal tibial resection and when measured anterior, appeared as if there was approximately 5 mm of additional length put into the tibia. The surgeon indicated this was probably contributing to create some of the flexion contracture issues and loss of flexion. The tibial insert and tibial tray were the only products revised. The surgeon noted cutting 4 to 5 mm of bone off of the proximal tibia to correct flexion issues. Competitor cement was used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2017; left knee.